Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Stent previously implanted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Image review: six x-ray images were provided of the suspected fractures. The review of the x-ray images showed evidence of stent fractures.

Event description:
This event was reported from (B)(6). Three months after the procedure 3 fractures were found under x-ray.